Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported that yesterday evening, a couple of times all of a sudden, they felt a shocking sensation in their back, like it was vibrating a lot but it went away after about a minute or so. This morning, about quarter to nine, about an hour ago, all of a sudden, the shocking sensation started again with high intensity, and it would not go away, so it¿s vibrating. Pt stated that every time they try to enter the system, it prompts them to take a picture and then it says, ¿information or equipment not found, equipment not located, is your equipment turned on¿ and nothing happens. Agent had pt turn airplane mode 'on' and 'off' and pt confirmed that bluetooth was enabled and the communicator was on. Agent had pt close all applications, launch mystim app and attempt to connect. Pt stated seeing ¿communicator not found¿ message. Pt pressed ¿retry¿ but still getting the same message. Agent had pt check the communicator and pt confirmed that the communicator was off. Agent had pt turn on the communicator and press ¿retry¿ from the ¿communicator not found¿ screen. Pt stated that they are still seeing the same message. Agent had pt reset the communicator and press ¿retry¿ from the ¿communicator not found¿ screen. Pt confirmed that they were able to connect to the implanted neurostimulator and view the therapy screen with group d activated. Agent had pt adjust their intensity settings. The pt decreased the intensity to 12.0 and confirmed that the vibration stopped. Agent reviewed information. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the stimulation was set too high. Patient was able to reset it themselves. Issue resolved, however patient has severe lower back pain when they wake up that is managed with hydrocodone.